Manufacturer narrative:
Quality safety evaluation of ptc received on 15-apr-2016: ptc global number (B)(4): for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events, the reported lack of efficacy and a quality defect. The reported medical events are not indicative of a quality defect per se. Company causality comment: this is a non-medically confirmed spontaneous case report that refers to a female consumer in united states who lost her first pregnancy at 18 weeks, 6 months after essure (fallopian tube insert) was implanted. She had another pregnancy (other case (B)(4)). She also had a migrated coil that was, in between the liver and kidney (interpreted as device dislocation into abdominal cavity). Pregnancy with essure, device dislocation and fetal death are serious due to their medical importance. Among these events, only fetal death is unlisted in the reference safety information for essure. According to the information provided, the consumer became pregnant around 6 weeks after essure insertion. Since this pregnancy occurred prior to the 3-month period necessary to occlude the fallopian tubes, a causal relationship with essure can be excluded. Since essure perforation/dislocation may occur and there is no alternative explanation, this dislocation is assessed as related to essure therapy. In contrast, since it cannot be excluded that the part of essure inserts that lie in the uterus could have a mechanical interference in the developing pregnancy, a contributory role of essure inserts in the fetal death at 18 weeks cannot be excluded. This case is regarded as incident since essure might have led to fetal death. Based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events, the reported lack of efficacy and a quality defect. No further information can be obtained.

Event description:
This is a spontaneous case report from consumer and identified from social media on 19-feb-2016. It refers to a female consumer in united states who had essure (fallopian tube insert) implanted. This case refers to the first pregnancy (second pregnancy: case (B)(6)). She lost her first pregnancy at (B)(6) after essure was implanted. She underwent genetic testing and there was no findings but her obstetrician assured her it had nothing to do with essure. She had a second pregnancy after essure. That was the only one who survived. The consumer reported that after so many symptoms from essure and a migrated coil that was, at the time of report, in between liver and right kidney. She will have to go through a full hysterectomy on the following month ((B)(6) 2016) at age of (B)(6). His case is linked to case (B)(6), which is the first episode of pregnancy. Follow-up received on (B)(4) 2016: no further information can be obtained. Company causality comment: this is a non-medically confirmed spontaneous case report that refers to a female consumer in united states who lost her first pregnancy at (B)(6) after essure (fallopian tube insert) was implanted. She had another pregnancy (other case (B)(4)). She also had a migrated coil that was, in between the liver and kidney (interpreted as device dislocation into abdominal cavity). Pregnancy with essure, device dislocation and fetal death are serious due to their medical importance. Among these events, only fetal death is unlisted in the reference safety information for essure. According to the information provided, the consumer became pregnant around (B)(6) after essure insertion. Since this pregnancy occurred prior to the (B)(6) period necessary to occlude the fallopian tubes, a causal relationship with essure can be excluded. Since essure perforation/dislocation may occur and there is no alternative explanation, this dislocation is assessed as related to essure therapy. In contrast, since it cannot be excluded that the part of essure inserts that lie in the uterus could have a mechanical interference in the developing pregnancy, a contributory role of essure inserts in the fetal death at (B)(6) cannot be excluded. This case is regarded as incident since essure might have led to fetal death. A product technical complaint analysis is being sought. No further information can be obtained.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of abortion late ("lost her first pregnancy at 18 weeks / miscarriage"), device dislocation ("migrated coil in between liver and right kidney / her right essure coil had migrated out of her fallopian tube"), pregnancy with contraceptive device ("first pregnancy"), uterine haemorrhage ("abnormal uterine bleeding") and genital haemorrhage ("abnormal bleeding(general)") in a 26-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multigravida, parity 5 (((B)(6) 2002, (B)(6) 2006, (B)(6) 2008,(B)(6) 2009, (B)(6) 2011)), breast pain female, breast swelling and mastitis. Concurrent conditions included uterine irritability, superficial thrombophlebitis, bloated feeling, gas, constipation, frequency urinary, irregular menstruation, diarrhea, upset stomach, feeling abnormal, polymenorrhoea and ovarian cyst. Concomitant products included norethisterone (micronor). On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2010, 6 months 21 days after insertion of essure, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On (B)(6) 2010, the patient experienced abortion late (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("severe menstrual pain"), menorrhagia ("abnormal heavy menstrual bleeding /prolonged menses"), abdominal pain lower ("severe lower abdominal pain"), back pain ("severe back pain"), dyspareunia ("pain during intercourse"), migraine ("migraines"), alopecia ("hair loss"), depression ("depression"), weight increased ("weight gain"), procedural pain ("painful post-operative recovery"), vaginal haemorrhage ("abnormal bleeding(vaginal)"), headache ("headaches"), genital haemorrhage (seriousness criterion medically significant), incision site haemorrhage ("incision site bleeding"), urinary tract infection ("infection (bladder/urinary tract/vaginal)-type: uti"), vaginal infection ("infection (bladder/urinary tract/vaginal)-type: uti"), pelvic pain ("pelvic pain") and vulvovaginal pruritus ("vaginal itching with burning"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first and second trimesters of pregnancy. The patient was treated with surgery (dilation and curettage) and surgery (underwent a full hysterectomy, bilateral salpingooophorectomy, and removal of migrated right essure). Essure was removed on (B)(6) 2016. At the time of the report, the abortion late, device dislocation, pregnancy with contraceptive device, dysmenorrhoea, dyspareunia, migraine, alopecia, depression, weight increased and procedural pain was resolving, the uterine haemorrhage, vaginal haemorrhage, headache, genital haemorrhage, incision site haemorrhage, urinary tract infection, vaginal infection, pelvic pain and vulvovaginal pruritus outcome was unknown and the menorrhagia, abdominal pain lower and back pain had resolved. The pregnancy outcome was reported as spontaneous abortion. The reporter provided no causality assessment for uterine haemorrhage with essure. The reporter considered abdominal pain lower, abortion late, alopecia, back pain, depression, device dislocation, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, incision site haemorrhage, menorrhagia, migraine, pelvic pain, pregnancy with contraceptive device, procedural pain, urinary tract infection, vaginal haemorrhage, vaginal infection, vulvovaginal pruritus and weight increased to be related to essure. The reporter commented: on or about (B)(6) 2011, plaintiff underwent a laproscopic bilateral tubal ligation with falope ring as a permanent solution for birth control because her essure devices had failed. Following the surgery, plaintiff suffered a painful post-operative recovery. Since having the surgery, plaintiff's symptoms are mostly resolved. She had another pregnancy (other case (B)(4). Left trailing coils 3 coils. Right trailing coils 3. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 63.492 kgs. Genetic testing nos (unspecified date): no findings. On (B)(6) 2011, plaintiff underwent a post-operative CT scan of her pelvis and abdomen which revealed that her right essure coil had migrated out of her fallopian tube and was situated between her right kidney and liver. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pregnancy with contraceptive device, device migration, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-jul-2018: quality safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of abortion late ("lost her first pregnancy at (B)(6) weeks / miscarriage"), device dislocation ("migrated coil in between liver and right kidney / her right essure coil had migrated out of her fallopian tube") and pregnancy with contraceptive device ("first pregnancy") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2010, 6 months 21 days after insertion of essure, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On (B)(6) 2010, the patient experienced abortion late (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual pain"), menorrhagia ("abnormal heavy menstrual bleeding /prolonged menses"), abdominal pain lower ("severe lower abdominal pain"), back pain ("severe back pain"), dyspareunia ("pain during intercourse"), migraine ("migraines"), alopecia ("hair loss"), depression ("depression"), weight increased ("weight gain") and procedural pain ("painful post-operative recovery"). Last menstrual period and estimated date of delivery were not provided. The patient was treated with surgery (dilation and curettage) and surgery (underwent a full hysterectomy, bilateral salpingooophorectomy, and removal of migrated right essure). Essure was removed on (B)(6) 2016. At the time of the report, the abortion late, device dislocation, pregnancy with contraceptive device, dysmenorrhoea, menorrhagia, abdominal pain lower, back pain, dyspareunia, migraine, alopecia, depression, weight increased and procedural pain was resolving. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain lower, abortion late, alopecia, back pain, depression, device dislocation, dysmenorrhoea, dyspareunia, menorrhagia, migraine, pregnancy with contraceptive device, procedural pain and weight increased to be related to essure. The reporter commented: on or about (B)(6) 2011, plaintiff underwent a laparoscopic bilateral tubal ligation with falope ring as a permanent solution for birth control because her essure devices had failed. Following the surgery, plaintiff suffered a painful post-operative recovery. Since having the surgery, plaintiff's symptoms are mostly resolved. She had another pregnancy (other case (B)(4)). Diagnostic results: genetic testing nos (unspecified date): no findings. On (B)(6) 2011, plaintiff underwent a post-operative CT scan of her pelvis and abdomen which revealed that her right essure coil had migrated out of her fallopian tube and was situated between her right kidney and liver. Quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events, the reported lack of efficacy and a quality defect. The reported medical events are not indicative of a quality defect per se. Most recent follow-up information incorporated above includes: on 5-sep-2017: new events "severe menstrual pain, abnormal heavy menstrual bleeding, prolonged menses, severe lower abdominal pain, severe back pain, pain during intercourse, migraines, hair loss, depression and weight gain and painful post-operative recovery " were added. Pregnancy outcome was updated to 'spontaneous abortion'. Product start date was added. Outcome of the events were added as 'recovering / resolving'. Surgical treatment were added. Reporter lawyer was added from legal document. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of abortion late ("lost her first pregnancy at 18 weeks / miscarriage"), device dislocation ("migrated coil in between liver and right kidney / her right essure coil had migrated out of her fallopian tube"), pregnancy with contraceptive device ("first pregnancy"), uterine haemorrhage ("abnormal uterine bleeding") and genital haemorrhage ("abnormal bleeding(general)") in a 26-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multigravida, parity 5 ((B)(6)2002, (B)(6)2006, (B)(6)2008,(B)(6)2009, (B)(6)2011)), breast pain, breast swelling and mastitis. Concurrent conditions included uterine irritability, superficial thrombophlebitis, bloated feeling, gas, constipation, frequency urinary, irregular menstruation, diarrhea, upset stomach, dehydration, polymenorrhoea and ovarian cyst. Concomitant products included norethisterone (micronor). On (B)(6)2009 , the patient had essure inserted. On (B)(6)2010, 6 months 21 days after insertion of essure, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On (B)(6)2010, the patient experienced abortion late (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("severe menstrual pain"), menorrhagia ("abnormal heavy menstrual bleeding /prolonged menses"), abdominal pain lower ("severe lower abdominal pain"), back pain ("severe back pain"), dyspareunia ("pain during intercourse"), migraine ("migraines"), alopecia ("hair loss"), depression ("depression"), weight increased ("weight gain"), procedural pain ("painful post-operative recovery"), vaginal haemorrhage ("abnormal bleeding(vaginal)"), headache ("headaches"), genital haemorrhage (seriousness criterion medically significant), incision site haemorrhage ("incision site bleeding"), urinary tract infection ("infection (bladder/urinary tract/vaginal)-type: uti"), vaginal infection ("infection (bladder/urinary tract/vaginal)-type: uti"), pelvic pain ("pelvic pain") and vulvovaginal pruritus ("vaginal itching with burning"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first and second trimesters of pregnancy. The patient was treated with surgery (dilation and curettage) and surgery (underwent a full hysterectomy, bilateral salpingooophorectomy, and removal of migrated right essure). Essure was removed on (B)(6)2016. At the time of the report, the abortion late, device dislocation, pregnancy with contraceptive device, dysmenorrhoea, dyspareunia, migraine, alopecia, depression, weight increased and procedural pain was resolving, the uterine haemorrhage, vaginal haemorrhage, headache, genital haemorrhage, incision site haemorrhage, urinary tract infection, vaginal infection, pelvic pain and vulvovaginal pruritus outcome was unknown and the menorrhagia, abdominal pain lower and back pain had resolved. The pregnancy outcome was reported as spontaneous abortion. The reporter provided no causality assessment for uterine haemorrhage with essure. The reporter considered abdominal pain lower, abortion late, alopecia, back pain, depression, device dislocation, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, incision site haemorrhage, menorrhagia, migraine, pelvic pain, pregnancy with contraceptive device, procedural pain, urinary tract infection, vaginal haemorrhage, vaginal infection, vulvovaginal pruritus and weight increased to be related to essure. The reporter commented: on or about (B)(6)2011 , plaintiff underwent a laproscopic bilateral tubal ligation with falope ring as a permanent solution for birth control because her essure devices had failed. Following the surgery, plaintiff suffered a painful post-operative recovery. Since having the surgery, plaintiff's symptoms are mostly resolved. She had another pregnancy (other case 2016-038014). Left trailing coils 3 coils. Right trailing coils 3. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 63.492 kgs. Genetic testing nos (unspecified date): no findings. On (B)(6)2011, plaintiff underwent a post-operative CT scan of her pelvis and abdomen which revealed that her right essure coil had migrated out of her fallopian tube and was situated between her right kidney and liver. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pregnancy with contraceptive device, device migration, pelvic pain. Quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events, the reported lack of efficacy and a quality defect. The reported medical events are not indicative of a quality defect per se. Most recent follow-up information incorporated above includes: on (B)(6)2018: plaintiff fact sheet received. Events per pfs: vaginal haemorrhage, headache, genital haemorrhage, incision site haemorrhage, urinary tract infection, vaginal infection, pelvic pain, vulvovaginal pruritus were added. Reporter, patient demographic information updated. On (B)(6)2018: medical record recieved: reporter added. On (B)(6)2018: medical records received. Reporters, historical conditions and concomitant disease added. Event added per mr: abnormal uterine bleeding. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.